Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis revealed no output and no telemetry conditions, consistent with the reported field experience. Further testing revealed that the no output and no telemetry condition were the result of lifted hybrid bondwires.